Event description:
Customer reported bravo capsule failed to attach. There was no harm to the pt or user.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
The account has been performing bravo procedures since the product was owned by medtronic. The device operator is very experienced as well.